Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had label flaws. No serious injury or medical intervention reported.

Manufacturer narrative:
This complaint is not MDR reportable. Any flaw (crease or smear) would not have any impact on the tube use. The user would still be able to identify the tube and the analyte that it was designed to be utilized for. The tube would still function as it was intended. This MDR was created and submitted in error using incorrect reporting rationale.